Manufacturer narrative:
Additional information: (d.4.): device lot number; expiration date. (H.4.) Device manufacture date. Investigation results: no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. The root cause of the loosening of the prn cannot be confirmed as no defective sample is received, and the use of the sample is unknown. The plant will continue to track and monitor such defects.

Event description:
No additional information.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
On (B)(6) 2025, during the second day of intravenous infusion via a patient's indwelling catheter, the catheter was flushed at 10:35 am and connected to the infusion line with the heparin cap securely in place. Around 11:15 am, the patient's family noticed a large bloodstain on the bedsheet. Upon inspection, the nurse discovered the heparin cap had become detached. The indwelling catheter was replaced. No serious harm was caused to the patient. The incident was reported to the national adverse event reporting platform.